Event description:
I received two boxes of coopervision contacts. One box was fine. The other, two of the contacts I opened had black specks floating in the solution. I threw them out as they did not appear to be sterile.